Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between june 15, 2023 ¿ june 16, 2023. H10: the device was received for evaluation. An unaided eye visual inspection was performed, and no signs of physical abnormality that could have caused the reported flow problem were observed. Functional flow rate testing was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of (B)(6) 2023. Therapy was scheduled between (B)(6) 2023 and (B)(6) 2023. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. This occurred during patient infusion. After the expected 44 hours, 110ml of solution should have been administered. The exact volume of solution left in the device at the end of treatment could not be measured; however, it visually looked almost full volume. The device contained 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.